Manufacturer narrative:
Device was evaluated by the returns department and they found that the rear wheel was cracked/broken. They stated that a new chair was received with broken spoke on left side by freight damage.

Event description:
The dealer states that the device arrived with spokes broken in the left wheel. The dealer has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the device arrived with spokes broken in the left wheel. The dealer has no further information to provide.